Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain when their right atrial (ra) lead integrity alert (lia) was triggered. The lead was found to have high thresholds, no capture, high impedance, and a possible fracture. The lead was initially programmed offbut was explanted and replaced shortly afterwards. No further patient complications have been reported as a result of this event.